Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30532973m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2021. The patients gender is male. This adverse event was discovered during use of biosense webster products. Intervention provided: drainage and percutaneous cardiopulmonary support (pcps) was applied for the patient. The outcome of the adverse event was reported as improved. A transseptal puncture was performed but the product details was not available. No steam pop was reported. The event occurred during transseptal phase. Therefore, a3. Gender was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. Atrial septal puncture using a mechanical needle and intracardiac echocardiography (soundstar eco sms 8f catheter) was performed in a patient with af, and then la showed a contrast medium in the pericardium, which made it aware of perforation. Echocardiography also confirmed pericardial effusion. Before the atrial septal puncture, blood pressure was a little less than 140, but 100 was cut, and drainage was performed (whether venous blood or arterial blood was unknown). After that, percutaneous cardiopulmonary support (pcps) was turned and the patient was transferred to the operation room. The subsequent condition was unknown. There is no information about the hospitalization. The physician commented that the resuscitation measures such as drainage have not been directly confirmed by the attending physician. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event will conservatively be reported as an adverse event, it is not clear if ablation was done or if the event was caused by atrial septal puncture.